Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016. Customer reported to have passed out and paramedics were called and treated blood glucose of 38 mg/dl with liquid sugar via IV. Customer was taken to the hospital due to paramedics having difficulties bringing high blood glucose back up. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. It was reported that customer had the flu. Insulin pump passed displacement test. Customer will meet with healthcare professional.